Event description:
It was reported that the customer was taken to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was 399 mg/dl. Caller stated that the customer's insulin pump was alarming motor error and button error. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime, no delivery and motor tests. No unexpected battery alarms noted and all buttons functioned properly. No alarm or moisture damage noted on the keypad traces. The device was received in with a cracks on the display window, battery tube threads, reservoir tube lip and a scratched liquid crystal display window. The insulin pump was also missing the end cap sticker.